Event description:
It was reported to boston scientific corporation that the patient underwent three alair bronchial thermoplasty procedures. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2016, six months following the patient¿s third bt procedure, the patient was hospitalized for ¿ongoing hemosputum¿. The hemosputum was reportedly ¿not a disabling symptom¿ and was treated with hemostatic agents (adona, toransamin). The patient also experienced ¿mild degredation of asthma¿, which was treated by increasing the patient¿s steroid dosage from 4mg/day to 5mg/day. It was also reported that the patient experienced a mild asthma attack, although the onset date for this event was not reported. The reported events of hemosputum, ¿mild degredation of asthma¿ and asthma attack are attributed to the patient¿s third bt procedure performed on (B)(6) 2015. While hospitalized, the patient underwent a bronchoscopy and a computerized tomography (CT) scan was performed. The right lower lobe was noted to have an ulcer with ¿white moss¿, which the physician suspected to be aspergillosis. The left lower lobe was also noted to have an ulcer with aspergillosis confirmed in subsegment b9. The hospitalization was prolonged and the patient was administered an antimycotic agent (itraconazole) to treat the aspergillosis infection in the right and left lower lobes. No specific treatment was reported for the ulcers found in the patient¿s right and left lower lobes. Since the aspergillosis was present in the lower lobes of the lungs, and was confirmed on a CT scan performed prior to the third bt procedure, the physician assessed that the aspergillosis is related to the patient¿s first and second bt procedures, performed on (B)(6) 2015, respectively. The CT scan also confirmed bronchiectasis at subsegment b9 of the left lower lobe of the lungs. It is unknown to the physician if the aspergillosis caused the bronchiectasis of the left lower lobe, or if the two conditions just occurred in the same location. No specific treatment was reported for the bronchiectasis. Based on the location of the bronchiectasis, the physician suspected that the bronchiectasis was related to the patient¿s second bt procedure performed on (B)(6) 2015. The patient has been under drug therapy and follow-up, although the exact condition of the patient was not reported. MFR report# 3005099803-2016-01610 created for adverse events related to bt procedure 1 performed on (B)(6) 2015. MFR report# 3005099803-2016-01542 created for adverse events related to bt procedure 2 performed on (B)(6) 2015. MFR report# 3005099803-2016-01646 created for adverse events related to bt procedure 3 performed on (B)(6) 2015. Additional information received on 15jun2016: the physician assessed that the ulcers located in the patient's right and left lower lobes were caused by aspergillosis and the patient was administered itraconazole to treat the ulcers. The aspergillosis was not visually confirmed in the upper lobes of the lungs. Additionally, it was reported that the patient was not tested for aspergillosis infection prior to undergoing the first bt treatment. It was reported that the bronchiectasis was more apparent in the left lower lobe than in the right lower lobe, but the right lower lobe was also 'expanded a little' compared to the CT performed prior to the bt procedure. Based on the location of the bronchiectasis, the reported event of bronchiectasis is attributed to the patient¿s first and second bt procedures, performed on (B)(6) 2015, respectively. The physician confirmed that the patient did not experience an asthma attack following the bt procedure. The patient was discharged from the hospital on (B)(6) 2016. The patient¿s hemosputum remained due to the apergillosis and the patient is currently being treated with medication (exact type not reported). The reported event of hemosputum is attributed to all three of the patient's bt procedures. MFR report# 3005099803-2016-01610 created for the additional information related to bt procedure 1 performed on (B)(6) 2015. MFR report# 3005099803-2016-01542 created for the additional information related to bt procedure 2 performed on (B)(6) 2015. MFR report# 3005099803-2016-01646 created for the additional information related to bt procedure 3 performed on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient underwent three alair bronchial thermoplasty procedures. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2015 ,the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2016, six months following the patient¿s third bt procedure, the patient was hospitalized for ¿ongoing hemosputum¿. The hemosputum was reportedly ¿not a disabling symptom¿ and was treated with hemostatic agents (adona, toransamin). The patient also experienced ¿mild degradation of asthma¿, which was treated by increasing the patient¿s steroid dosage from 4mg/day to 5mg/day. It was also reported that the patient experienced a mild asthma attack, although the onset date for this event was not reported. The reported events of hemosputum, ¿mild degradation of asthma¿ and asthma attack are attributed to the patient¿s third bt procedure performed on (B)(6) 2015. While hospitalized, the patient underwent a bronchoscopy and a computerized tomography (CT) scan was performed. The right lower lobe was noted to have an ulcer with ¿white moss¿, which the physician suspected to be aspergillosis. The left lower lobe was also noted to have an ulcer with aspergillosis confirmed in subsegment b9. The hospitalization was prolonged and the patient was administered an antimycotic agent (itraconazole) to treat the aspergillosis infection in the right and left lower lobes. No specific treatment was reported for the ulcers found in the patient¿s right and left lower lobes. Since the aspergillosis was present in the lower lobes of the lungs, and was confirmed on a CT scan performed prior to the third bt procedure, the physician assessed that the aspergillosis is related to the patient¿s first and second bt procedures, performed on (B)(6) 2015, respectively. The CT scan also confirmed bronchiectasis at subsegment b9 of the left lower lobe of the lungs. It is unknown to the physician if the aspergillosis caused the bronchiectasis of the left lower lobe, or if the two conditions just occurred in the same location. No specific treatment was reported for the bronchiectasis. Based on the location of the bronchiectasis, the physician suspected that the bronchiectasis was related to the patient¿s second bt procedure performed on (B)(6) 2015. The patient has been under drug therapy and follow-up, although the exact condition of the patient was not reported. MFR report# 3005099803-2016-01610 created for adverse events related to bt procedure 1 performed on (B)(6) 2015. MFR report# 3005099803-2016-01542 created for adverse events related to bt procedure 2 performed on (B)(6) 2015. MFR report# 3005099803-2016-01646 created for adverse events related to bt procedure 3 performed on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that the patient underwent three alair bronchial thermoplasty procedures. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. There were no patient complications during the procedure and no issues were noted with the device. On (B)(6) 2016, six months following the patient¿s third bt procedure, the patient was hospitalized for ¿ongoing hemosputum¿. The hemosputum was reportedly ¿not a disabling symptom¿ and was treated with hemostatic agents (adona, toransamin). The patient also experienced ¿mild degredation of asthma¿, which was treated by increasing the patient¿s steroid dosage from 4mg/day to 5mg/day. It was also reported that the patient experienced a mild asthma attack, although the onset date for this event was not reported. The reported events of hemosputum, ¿mild degredation of asthma¿ and asthma attack are attributed to the patient¿s third bt procedure performed on (B)(6) 2015. While hospitalized, the patient underwent a bronchoscopy and a computerized tomography (CT) scan was performed. The right lower lobe was noted to have an ulcer with ¿white moss¿, which the physician suspected to be aspergillosis. The left lower lobe was also noted to have an ulcer with aspergillosis confirmed in subsegment b9. The hospitalization was prolonged and the patient was administered an antimycotic agent (itraconazole) to treat the aspergillosis infection in the right and left lower lobes. No specific treatment was reported for the ulcers found in the patient¿s right and left lower lobes. Since the aspergillosis was present in the lower lobes of the lungs, and was confirmed on a CT scan performed prior to the third bt procedure, the physician assessed that the aspergillosis is related to the patient¿s first and second bt procedures, performed on (B)(6) 2015 and (B)(6) 2015, respectively. The CT scan also confirmed bronchiectasis at subsegment b9 of the left lower lobe of the lungs. It is unknown to the physician if the aspergillosis caused the bronchiectasis of the left lower lobe, or if the two conditions just occurred in the same location. No specific treatment was reported for the bronchiectasis. Based on the location of the bronchiectasis, the physician suspected that the bronchiectasis was related to the patient¿s second bt procedure performed on (B)(6) 2015. The patient has been under drug therapy and follow-up, although the exact condition of the patient was not reported. MFR report# 3005099803-2016-01610 created for adverse events related to bt procedure 1 performed on (B)(6) 2015. MFR report# (B)(4) created for adverse events related to bt procedure 2 performed on (B)(6) 2015. MFR report# 3005099803-2016-01646 created for adverse events related to bt procedure 3 performed on (B)(6) 2015. Additional information received on 15jun2016. The physician assessed that the ulcers located in the patient's right and left lower lobes were caused by aspergillosis and the patient was administered itraconazole to treat the ulcers. The aspergillosis was not visually confirmed in the upper lobes of the lungs. Additionally, it was reported that the patient was not tested for aspergillosis infection prior to undergoing the first bt treatment. It was reported that the bronchiectasis was more apparent in the left lower lobe than in the right lower lobe, but the right lower lobe was also 'expanded a little' compared to the CT performed prior to the bt procedure. Based on the location of the bronchiectasis, the reported event of bronchiectasis is attributed to the patient¿s first and second bt procedures, performed on (B)(6) 2015 and (B)(6) 2015, respectively. The physician confirmed that the patient did not experience an asthma attack following the bt procedure. The patient was discharged from the hospital on (B)(6) 2016. The patient¿s hemosputum remained due to the apergillosis and the patient is currently being treated with medication (exact type not reported). The reported event of hemosputum is attributed to all three of the patient's bt procedures. MFR report# 3005099803-2016-01610 created for the additional information related to bt procedure 1 performed on (B)(6) 2015. MFR report# (B)(4) created for the additional information related to bt procedure 2 performed on (B)(6) 2015. MFR report# 3005099803-2016-01646 created for the additional information related to bt procedure 3 performed on (B)(6) 2015. Additional information received on 14aug2017. It was reported to boston scientific corporation that the patient underwent three alair bronchial thermoplasty procedures as part of the (B)(6) clinical study.